Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. The rubber fragment returned completed the seal when reassembled. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: "cervical cancer (obgy)." Event description: "the seal was torn, during the surgery." Additional information was received via email from sales rep on 25-aug-2017. Yes, piece of seal fell into the patient. Yes, the piece was retrieved. The edge of the septum was detached. The piece was black. It appeared to be torn off. Laparoscopic instruments made by [competitor] were used at the same time of the incident. The procedure performed was "cervical cancer (obgy)" type of intervention: na. Patient status: no patient injury.